Event description:
This author performing cl [central line] dressing change. A "centurion dressing tray for newborn cvad" was opened and placed on sterile field. During dressing change, it was noted that the "1 isopropyl alcohol" pack of 3 swabs was not in kit. A separate rn was able to obtain another pack of alcohol swabs from supply room, though this did delay finishing the dressing change. Dressing currently cdi [clean, dry, intact]. Lot number 2025043090. Manufacturer response for central line dressing kit, central line dressing kit (per site reporter).